Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an implant attempt, it was not possible to connect the lead in the device because the setscrew was blocked. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.